Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s right ventricular lead exhibited high capture thresholds. As the patient was dependent the patient was booked for a lead revision procedure. On (B)(6) 2018 the lead was removed and discarded as the lead¿s helix could not be re-extended. The patient was stable following the procedure.